Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the flush port luer lock detached from the catheter handle and had a leak as a result. During preparation for an ablation procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. Prior to insertion into the patient, a pressurized saline bag was attached to the catheter flush port luer lock. A leak was noticed, and the catheter was removed from the flush line. After the flush line was removed, it was noticed that the luer lock had detached from the catheter handle. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device was disposed of and therefore will not be returned for analysis.

Event description:
It was reported that the flush port luer lock detached from the catheter handle and had a leak as a result. During preparation for an ablation procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. Prior to insertion into the patient, a pressurized saline bag was attached to the catheter flush port luer lock. A leak was noticed, and the catheter was removed from the flush line. After the flush line was removed, it was noticed that the luer lock had detached from the catheter handle. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device was disposed of and therefore will not be returned for analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was not returned to boston scientific's post market laboratory for analysis; however, a video provided with the complaint was reviewed by a boston scientific quality engineer and confirmed that the flush port luer was detached, subsequently confirming the reported clinical observations.